Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 575 mg/dl at the time of the incident and the other blood glucose level was 400 mg/dl and 536 mg/dl. The customer was treated with the manual injection. The automode was active at the time of the high blood glucose. The customer reported that high pressure test and the displacement test was passed. The customer had using the insulin pump system within 48 hours of the of high blood glucose. The device will not be returned for the analysis.